Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the seal was peeled off and there was a crease in the sealing area.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Initial reporter occupation: foreign source- (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified the presence of a crease and/or fold in the seal of all of the returned products. These creases and/or folds are unacceptable. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing deficiency. A corrective action has been initiated to address the manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.